Event description:
During a pfa procedure, after the volt catheter was introduced into the agilis 13f sheath, aspiration precautions were taken but bubbles were seen after drawing back a full 15cc's and getting blood. It was recommended to switch out the sheath and/or catheter, suspecting the issue was a vacuum being created by the catheter. The catheter was pulled down further toward the handle but still past the second valve which resolved the issue as only blood was aspirated and no more air bubbles were seen. The physician deemed it appropriate to move forward with all the same products. The procedure was completed with no adverse patient consequences.